Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Bibliography: biondi a, janardhan v, katz jm, et al. Neuroform stent-assisted coil embolization of wide-neck intracranial aneurysms: strategies in stent deployment and midterm follow-up. Neurosurgery 2007; 61: 460-468, discussion 468-469. Fiorella d, albuquerque fc, han p, et al. Preliminary experience using the neuroform stent for the treatment of cerebral aneurysms. Neurosurgery 2004; 54: 6-16, discussion 16-17. Kadkhodayan y, somogyi CT, cross dt, et al. Technical, angiographic and clinical outcomes of neuroform 1, 2, 2 treo and 3 devices in stent-assisted coiling of intracranial aneurysms. J neurointerv surg 2012; 4: 368-374. Chalouhi n, jabbour p, singhal s, et al. Stent-assisted coiling of intracranial aneurysms: predictors of complications, recanalization, and outcome in 508 cases. Stroke 2013; 44: 1348-1353. Piotin m, blanc r, spelle l, et al. Stent-assisted coiling of intracranial aneurysms: clinical and angiographic results in 216 consecutive aneurysms. Stroke 2010; 41: 110-115. Krischek o, miloslavski e, fischer s, et al. A comparison of functional and physical properties of self-expanding intracranial stents [neuroform3, wingspan, solitaire, leo+, enterprise]. Minim invasive neurosurg 2011; 54: 21-28. Gao b, malek am. Possible mechanisms for delayed migration of the closed cell-designed enterprise stent when used in the adjunctive treatment of a basilar artery aneurysm. Ajnr am j neuroradiol 2010; 31: e85-86. Maldonado il, machi p, costalat v, et al. Neuroform stent-assisted coiling of unruptured intracranial aneurysms: short- and midterm results from a single-center experience with 68 patients. Ajnr am j neuroradiol 2011; 32: 131-136. Kung dk, abel tj, madhavan kh, et al. Treatment of endovascular coil and stent migration using the merci retriever: report of three cases. Case rep med 2012; 242101. Vora n, thomas a, germanwala a, et al. Retrieval of a displaced detachable coil and intracranial stent with an l5 merci retriever during endovascular embolization of an intracranial aneurysm. J neuroimaging 2008; 18: 81-84. O'hare a, thornton j, brennan p. Coil migration through a neuroform 3 stent during endovascular coiling. A case report. Interv neuroradiol 2009; 15: 219-222. Hsu sw, chaloupka jc, feekes ja, et al. In vitro studies of the neuroform microstent using transparent human intracranial arteries. Ajnr am j neuroradiol 2006; 27: 1135-1139. Ebrahimi n, claus b, lee cy, et al. Stent conformity in curved vascular models with simulated aneurysm necks using flat-panel CT: an in vitro study. Ajnr am j neuroradial 2007; 28: 823-829. Mascitelli jr, polykarpou mf, patel aa, et al. Initial experience with penumbra coil 400 versus standard coils in embolization of cerebral aneurysms: a retrospective review. J neurointerv surg 2013; 5: 573-576.

Event description:
The following is based on a literature review of an article entitled: neuroform stent migration during retrieval of a displaced penumbra coil in endovascular treatment of carotid-posterior communicating artery aneurysm: case report, which was published in the journal of neuroendovascular therapy on august 28, 2015: on (B)(6) 2014, the patient was undergoing a coil embolization procedure in the left posterior carotid communicating artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician placed a stent at the neck of the aneurysm and delivered nine pc400 coils using a px slim delivery microcatheter (px slim). While advancing a new pc400 coil through the px slim it stopped advancing after about 2 cm from the distal end of the px slim. The physician was unable to pull or push the pc400 coil out of the px slim. The physician then attempted to advance the pc400 coil in the patient again; however, the px slim kicked out of the aneurysm. While slowly removing the px slim containing the pc400 coil from the patient, the pc400 coil became entangled with the stent that was previously placed at the neck of the aneurysm. Retraction of the pc400 coil made the coil-stent complex slip to the proximal side of the aneurysm within the left carotid artery. The physician cut off the distal end of the px slim and removed the hub of the px slim. The physician then successfully removed the coil-stent complex from the patient using a snare device. The post-operative angiography revealed a small infarction in the internal carotid artery (ica); however, no neurological adverse effect was reported and the patient was discharged. A six month post-procedure angiography showed no problem with the patency of the ica.

Manufacturer narrative:
(B)(4)